Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found that the unit came in for error 32099. The reported error was confirmed and replicated. The usm was tested on an in-house system and triggered error 32099 and also failed the direction test. A golden axes controller motor (acm) was installed, and the test passed with no errors. The original acm was installed, and the errors returned. As a fix, the acm would be replaced. The complaint regarding error 32099 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 32099, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had a non-recoverable error 32099 on universal surgical manipulator (usm) 2. Intuitive surgical inc. (Isi) technical support engineer (tse) asked the customer to perform a hard power cycle, but the error persisted. On artemis, error 32099 and error on ac_2d node on usm2 were present. The customer disabled the usm2 and continued the procedure robotically with 3 arms. There was a 15 to 30 minutes delay. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with 3 arms and there was no patient harm.